Manufacturer narrative:
H.6. Investigation: no photo or sample was provided for investigation. Without this the customer's complaint of leakage could not be verified. Device history record review is unavailable due to the material and lots later provided not populating in any historical documents. Root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that an unspecified bd bodyguard sku 100-163xnksi leaked during use. The following was reported by the initial reporter: " have received a complaint from the following customer regarding the anti-syphon valve on bodyguard sku 100-163xnks leaking. He has reported seeing this often on these sets."

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd bodyguard sku 100-163xnksi leaked during use. The following was reported by the initial reporter: "have received a complaint from the following customer regarding the anti-syphon valve on bodyguard sku 100-163xnks leaking. He has reported seeing this often on these sets."